Event description:
It was reported the patient experienced a loss of therapeutic effect and a shocking or jolting sensation after a fall. X-ray revealed the lead had migrated. The rest of the device system remained intact. The pt will be reimplanted but revision surgery had not yet been scheduled. Additional info has been requested, a follow-up report will be submitted when/if additional info becomes available. Refer to medwatch report #6000153-2008-02523.